Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a low speed advisory alarm last evening. The patient presented to the emergency department and the device history was downloaded and showed two low speed alarms, one registering 7600rpm and the other 7800rpm. The patient's low speed limit is set for 8400rpm. The patient was asymptomatic with an international normalized ratio of 2.5. It was noted that the external portion of the percutaneous lead did not appear damaged. The system controller was exchanged with another system controller. On (B)(6) 2015, the manufacturer completed a percutaneous lead distal end repair. Due to continued alarms, on (B)(6) 2015, a second more proximal portion of the percutaneous lead distal end was repaired. No further reports of alarms have been received.

Manufacturer narrative:
Approximate age of device: 3 years and 10 months. The patient remains on going with the implanted device. Approximately 11.5¿ of the external portion/distal end of the percutaneous lead (lead) that was repaired on (B)(6) 2015 was returned. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. A second distal end percutaneous lead replacement was performed on (B)(6) 2015 and approximately 19¿ of the external portion/distal end of the percutaneous lead was returned. The previously described percutaneous lead repair kit had been applied approximately 10.5" from the metal/controller connector. Removal of the repair kit and the reinforcing sleeve, to examine the underlying shielding and bionate, revealed no areas with shield breakdown. Electrical continuity testing was performed on the 19" portion of the returned lead and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the yellow wire approximately 8.5¿ from the metal/controller connector and in the insulation of the orange wire approximately 10.5 from the metal controller connector. The underlying conductors of these wires were exposed. The breaches in the yellow and orange wire appeared to be consistent with mechanical damage; however, a specific cause for the damage could not be conclusively determined. The breaches of the yellow and orange wire would not have contributed to the reported reductions in speed, as they were on the replacement lead that was attached on (B)(6) 2015. The lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation and a breach in the insulation of the green wire was found approximately 17.5" from the metal controller connector. The underlying conductors of the wire were exposed. The breach in the green wire also appeared to be consistent with mechanical damage; however, a root cause and a time of origin of the damage could not be conclusively determined. Although its origin could not be determined, if the breach in the green wire was present at the time of the reported event, it could have potentially contributed to the reported reductions in speed because of its location on the lead. No further information is available. The manufacturer is closing its file on this event. Placeholder.